Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2006, that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a colonic dilatation procedure (patient age, gender and weight unknown). According to the complainant, during the procedure the balloon broke inside of the patient. No part of the device detached inside of the patient. The procedure was successfully completed with another cre esophageal / pyloric/colonic wireguided balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.